Manufacturer narrative:
Analysis of the ins, model 37601, serial no. (B)(4), found the ins battery normal end of life, telemetry and output okay with no significant anomalies.

Event description:
A health care provider (hcp) reported via a manufacturing representative that the implantable neurostimulator (ins) depleted in less than two years. The manufacturing representative thought maybe the parameters and impedances may have contributed to the depletion. The ins had reached end of service. A revision was done and the ins explanted and replaced. The patient was alive with no injury. The patient's indication for use is parkinson's disease. Additional information received from the manufacturer representative reported that contacts 1, 2, 3 on the right lead had impedances higher than 40,000 ohms. Contacts on the left lead had normal impedances in the range of 793-1255 ohms. The right lead confirmation was contact 1-c+, 4.5v, 90 us, and 170 hz. The left lead confirmation was 7-,c+, 3.1 v, 120 us, and 170 hz.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.